Event description:
Covidien recently redesigned the "joey pump set" line of products, including item #763656 which was involved in this incident. As part of this redesign, the catheter-tip plug was changed in color from purple to white, and the cap for the plug was changed from a cylindrical shape to a conical shape, and it continues to be a translucent white material. The pt is a non-verbal (B)(6) with cerebral palsy and quadriplegia. She additionally suffers from thermal disregulation, and is unable to properly regulate her temperature specifically when her environment becomes excessively hot or cold. Every night, she is given an enteral feed of water at a rate of 100ml/hour. On the night of (B)(6) at 10:00pm, the pt was hooked up to the joey pump and the pump was started. At 2:30 pm the following morning, the pt was found in her room cold and soaking wet, with a core temperature of 94 degrees fahrenheit. It was identified at this time that when the pump set was plugged into her enteral button extension, the cap on the pump set had not been removed. As a result, shortly after the pump started, the pressure in the line built up to a level sufficient to dislodge the pump set from the cap. After this, approx 450 ml of water had saturated the clothes and bedding of the pt over the preceding 4 1/2 hours. The pt was dried and placed in new dry clothes and bedding, and intervention was required to bring her temperature back up to normal. Three separate factors are identified that contributed to this incident. The redesigned cap is now conical and similar in shape to a catheter tip syringe. As a result, it can be easily plugged into a feeding extension set. There is little tactile different when plugging the pump set into the extension either with or without the cap in place. The redesigned color scheme now makes it much more difficult to visually discern if a cap is in place. Both the pump set's catheter tip and the cap that cover it are white in color. The kangaroo joey pump is able to provide sufficient pressure to dislodge the cap without signalling an error. It should be noted that in the preceding 4 weeks that this new pump set has been in use at this location with this one pt, there have been two other incidents where the pump set has been inserted into the extension with the cap in place, however in both of those incidents, the error was quickly identified and rectified with no adverse events.